Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated there was a pr logic detection issue. It was noted pr logic detected as a supra ventricular tachycardia (svt), rather than a ventricular tachycardia (vt). (B)(4).

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and presented to the emergency room, where it was noted the device detected supra ventricular tachycardia (svt) per the pr logic, instead of true vt. It was added ectopy preceded the fast rates and the implantable cardioverter defibrillator (ICD) did not attempt therapy for the vt. The ICD remains in use. No patient complications have been reported as a result of this event.